Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use. The baxter technical service representative (tsr) had the caregiver (cg) check the line for kinks, occlusions, fibrin and air bubbles. The cg stated that there were gaps of air in patient line. The initial drain volume equaled 10ml. The tsr advised the cg to check the patient line for air bubbles before the home patient (hp) connects. The tsr assisted cg in ending the therapy. The tsr advised the cg to start over with new supplies. There was no patient injury or medical intervention, but there was patient involvement. Product surveillance contacted the hp on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved, but he did not know what caused the air in the line. The hp said that he primes the line before connecting. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned, so no evaluation could be performed and not batch review was done since the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.